Manufacturer narrative:
Since the subject device was discarded by the user facility, therefore olympus medical systems corp (omsc) could not evaluate the referenced device. The exact cause of this issue cannot be conclusively determined. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. If additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
In (B)(6) 2014, the subject device was used during a laparoscopic esophagectomy. The intended procedure was completed with the subject device. However, 1 month after the procedure, it was found that there was an aortic aneurysm in the patient. The patient was said to have been stable condition. The surgeon commented that there was no problem about procedure and device. And also he said that there was possible the device touched the artery and the artery received the effect of heat of the device.